Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had an automated impella controller cord reported to be fried by the biomed department of the hospital. The power cord will be returned for investigated and there was no patient involvement.

Manufacturer narrative:
The investigation of automated impella controller (aic) - damage before therapy has been completed. Data analysis: console logs are not relevant to this complaint. Note: the aic was not returned for investigation; only the defective ac cord was sent back. Device analysis: the console was not returned to field service; however, the reported ac power cord was sent back for further examination. During visual inspection, it was observed that the live (black) wire within the plug was disconnected. It appears that the wire covering or outer sheath was improperly cut, as per the vendor wiring instructions. Also, the clamps were not tight enough, and light clamping marks were visible on the outer sheath, which likely contributed to the wire becoming loose and detaching from the plug and causing a spark. Root cause: the reported cause of the reported issue was due to the loose wire inside the ac cord plug.